Event description:
As reported, after successfully placing a 5f PICC device in the superior vena cava, the guidewire broke while attempting to remove it from the catheter. The catheter was removed immediately and was dissected to ensure that all sections of the guidewire were still within the catheter. There were no complications to the patient. The used devices were discarded by the hospital, but photographs were forwarded to navilyst medical.

Manufacturer narrative:
Although no sample will be returned for evaluation, an investigation into this event is being conducted, including notification of navilyst medical's guidewire supplier. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).